Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead helix would not extend. The lead was replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.